Manufacturer narrative:
There were no adverse events reported as a result of this invasive procedure.

Event description:
Boston scientific crm received information from an out-of-service form that this patient developed a hematoma (medication induced) and infection. The patient was presented to the electrophysiology (ep) laboratory and the system was explanted. The patient will be scheduled for system replacement on the opposite side at a later date.